Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.

Event description:
It was reported that high out of range shock impedances were noted on this implantable lead after a routine implantable cardioverter defibrillator (ICD) change out procedure. No out-of-range measurements were noted before the procedure. Technical services (ts) recommended troubleshooting. This ICD and lead remain in-service at this time. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that high pacing impedances were noted on this implantable lead after a routine implantable cardioverter defibrillator (ICD) change out procedure. No out-of-range measurements were noted before the procedure. Technical services (ts) recommended troubleshooting. This ICD and lead remain in-service at this time. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.